Event description:
"....In regard to a personal injury claim that he intends to pursue against a company for a severe burn that he received while utilizing a microwaveable champ hot wrap. It is co's understanding that the incident occurred on or about 2004. The injury suffered resulted in his hospitalization, surgery and skin grafting...."